Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Race: caucasian.

Event description:
It was reported that normal saline was running "to keep vein open" rate (tko) 10ml/hr and vancomycin was hung at midnight to infuse for two hours. At 0630, the saline bag was unhooked while it was still running and noted that it was emptying out. The infusion rate was checked and verified that it was still set at 10ml/hr. However, after the clinician calculated the volume on normal saline bag, it should have approximately 40-45ml infused, but 300ml had actually infused. There was no patient injury.

Event description:
It was reported that normal saline was running "to keep vein open" rate (tko) of 10ml/hr and vancomycin was hung at midnight to infuse for two hours. At 0630, the saline bag was unhooked while it was still running and noted that it was emptying out. The infusion rate was checked and verified that it was still set at 10ml/hr. However, after the clinician calculated the volume on normal saline bag, it should have approximately 40-45ml infused, but 300ml had actually infused. There was no patient injury.

Manufacturer narrative:
The customer reported event that the volume of 300ml infused from the normal saline bag instead of the calculated volume of 40-45ml could not be confirmed. ¿ no conclusion could be drawn through log review regarding the user¿s reported experience that the volume of 300ml infused instead of the calculated volume of 40-45ml. O the total primary volume infused was 45.377 ml and the secondary volume infused was 250.02 ml as recorded on the pcu event log. O the actual bag volume could not be ascertained from the event logs. ¿ rate accuracy testing performed found the pump module was delivering fluids within specification. ¿ the inspection process performed on the pump module found no irregularities. ¿ the disposable set was not returned for this investigation, therefore it is unknown if the set may have contributed to the customer¿s experience. ¿ the pump module was found to be delivering fluids within specification. The root cause of the customer reported event that the volume of 300ml infused from the normal saline bag instead of the calculated volume of 40-45ml could not be identified. Review of the sn 12443433 service history record showed the device had a manufacture date of (B)(6) 2006. A review of the device service history record was performed beginning from the date of manufacture to the present date 14may2020 and indicated that this device has been previously returned on (B)(6) 2008 for the lvp spring recall. The unit was not serviced; x-ray inspection only. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production records were opened for the source device.